Event description:
Pedicle screws and hardware installed from l3-l5. Back did not heal. Fusion did not occur. Attempt made to correct by removal 6/16/93 and installation of another MFR's screws and hardware. Pt permanently disabled, suffers excruciating pains in low back, hips, left leg and foot as well as severe testicular pains. Failed back syndrome. (Also see m1003387.)